Manufacturer narrative:
It was further reported that the 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at an unspecified location. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was broken in an unspecified location. The event was discovered at the dispensing room before treatment. There was no patient involvement. No additional information is available.